Event description:
Alleged event: healthcare professional reported "patient is not pleased with appearance or feel of the implants" and "dissatisfied with the implant style" of a non-(B)(6) device. This record is for the right side. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).